Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an channel disconnect errors was not determined. The reported issue that there was an channel disconnect errors could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported that during bd clinical consultant's hospital site visit, nurses reported channel disconnect errors when using the bd alaris system. There were no patient events were reported as a result of these errors. It was further mentioned that the channel disconnect issues result in nurse dissatisfaction with having to find another pump module and reprogram infusions. There was no patient involvement.